Event description:
Hcp reports pt naa atr1a1 po1anty sw1tcn, aue to 1mpeaance out or range on v-.1 u, lvll. Hcp check threshold manually today, and reports bipolar threshold 3.75, unipolar threshold 1.s. Unipolar impedances steady ~3s0-360ohms. Discussed leaving device programmed unipolar due to lower threshold, recommended md make final decision . .'' Lead manufactured by st. Jude case#: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).